Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue confirmed due to a defective video connector. In addition, a blackout and horizontal stripes in the image due to defective connectors were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera video system center image is noisy. In addition, a connector problem was noted. The event occurred during preparation for use, prior to a therapeutic procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event. This report is being submitted for the noisy image.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, event 1 (the image cannot be seen due to noise) and event 2 (the image disappears) were reproduced. It was confirmed that the events were caused by a connection failure of the video connector due to the faulty receptacle unit connector s7u (gn153500). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.